Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead required repositioning due to a microdislodgement resulting in phrenic nerve stimulation. During the procedure the lv lead was removed from the header of the device, however when attempting to place the lv lead back into the header, the setscrew could not be engaged. The device was explanted and replaced with no further issues observed. The lv lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.